Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of an amia automated pd set with cassette. This occurred during initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) assisted the hp to end the therapy early due to a one inch air gap in the patient line and assisted the hp to remove supplies. Rts advised the hp to follow up with their registered nurse. The hp will set up with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.